Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00663. It was reported the patient was unable to turn their head and experienced neck pain after having permanent implant surgery. The patient went to the ER and a CT scan was done with the patient discharged home with medication. The implanting doctor advised the patient to turn off the scs system. The patient reported little improvement with the scs system turned off. A follow up from a company representative reported the patient's issue of unable to turn their head and the neck pain had resolved. The scs system was turned back on with effective therapy.